Manufacturer narrative:
Patient information was not made available from the site. On 10/13/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, when in 2d mode, the site's imaging system went into 'stand alone' mode and "mvs connected not ready" [mobile view station (mvs)] on the image acquisition system (ias) pendant. The site re-booted the imaging system, however, issue was not resolved. Mvs application was re-started and normal function was restored. Issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.